Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high pacing impedance. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient remained in stable condition.